Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 08/07/2019, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. It was reported the pump had intermittent sound and no vibration. Functioning. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-aug-2019 with the following findings: during testing, the pump was powered on to the verify screen with no auditory alarm functioning. The vibratory alarm feature was functional. The pump case was removed and moisture was observed on the piezo sound device causing the audible alarm failure.